Event description:
It was reported the bronchofibervideoscope presented a fuzzy image. The issue was identified upon completion of an unknown procedure. The procedure had been completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.